Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in moderately tortuous and severely calcified left circumflex artery. A 10mmx3.50mm wolverine coronary cutting balloon and a 3.75mm x 12mm nc emerge balloon were selected for use. During procedure, at first inflation, it was noted that the wolverine ruptured at 3atm within three seconds. The device was removed without any problem using normal method. Then, the nc emerge was used; however, the balloon ruptured at 3atm within 3 seconds during first inflation. The device was also removed using normal method without any problem and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.